Event description:
It is reported that the surgeon had a lot of resistance inserting the cup onto the liner. A different cup was opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.